Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: absent. Bacterial identification: n/a. Sampling from: all channels, cfu: absent. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue --- separated - bending tube --- deformed - connecting tube / passive bending --- buckles - universal cord --- buckles - scope connector cover --- damaged - plug unit --- damaged housing however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for >200 colony forming units (cfus)/ml of stenotrophomonas maltophilia and approximately 25 cfu/ml of pseudomonas aeruginosa. When responding to requests for additional information, the customer reported the device was used in an unknown number of procedures after sampling, but prior to the positive result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for the positive microbiological analysis culture report.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.